Manufacturer narrative:
Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that while uncapping the bd vacutainer® edta 2k, the "plastic part came off and the rubber stopper remained" in the tube.

Manufacturer narrative:
Medical device type is corrected to jka. PMA / 510(k)# is corrected to k981013.